Event description:
Beckman coulter hotline support proactively contacted customer after being notified by remote management system ((B)(4)) that customer's unicel dxc 800 pro synchron system had "cc cuvette not dry before first reagent dispense" errors. Hotline support assisted customer to troubleshoot and discovered reagent probe b was leaking. The leak was less than 1.0ml and contained in the instrument under the probe. Customer verified all fittings were not loose. Customer reported no erroneous results generated. No exposure reported. Customer was wearing lab coat, protective eye wear, and gloves.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the leak from reagent probe b. Fse reported the leak on the reagent probe b leading to "cc cuvette not dry before first reagent dispense" errors was caused by a/b valve. Fse replaced the valve and the leak and errors resolved. (B)(4).